Manufacturer narrative:
A ge service rep performed an on site investigation. The latch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had a damaged latch on the right leg extension. No pt injury was reported.